Manufacturer narrative:
Implantable neurostimulator (B)(4): able to push on the ins and it would protrude.

Event description:
The patient via the manufacturer representative (rep) reported that ever since implant, on (B)(6) 2015, the patient has been able to push on the implantable neurostimulator (ins) and it would protrude. The rep reported that the patient thought the ins may have moved, but had not been confirmed. The patient had been able to move the ins, to some degree, since implant. The patient also noted that since (B)(6) 2015, when in his truck and sitting upright, the ins would show that the patient was lying on his back. There was nothing specific that prompted this issue. Today, the position range showed in the clinician programmer upright: xs, and lying : xl. The rep reversed those settings to upright: xl, and lying : xs. The rep later reported on (B)(6), that the transition settings were adjusted; however, that did not resolve the issue. When the patient was sitting, the ins pushes out almost flat, which was why the adaptive stimulation thought the patient was lying back. There were no issues with any other position. The patient was going to modify with the patient programmer and discuss a pocket revision with the physician. Indication for use included post lumbar laminectomy syndrome, and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.